Event description:
It was reported that a trigen 3.0mm x 1000mm ball tip guide rod had a hole in the package and was therefore contaminated. Since this happened during the set-up for surgery, the patient was not involved yet.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the ball tip guide rod pierced the package. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the guide rod should be fully inserted into the foam end cap on both ends. The guide with the foams should be placed inside the pouch and sealed as close to the end cap as possible to prevent the detachment of end caps during transit. A new packaging upgrade is in progress, which will mitigate the occurrence of this type of failure. At this time, we have no reason to suspect that the product failed to meet product specifications at the time of manufacture. Factors that could contribute to the reported event include in transit conditions and/or mishandling in storage/shipping. The contribution of the device to the reported event could be corroborated as the device pierced the package and was therefore contaminated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation, but pictures were reviewed, and the reported failure was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. As there was no lot number available, the complaint history review was performed on product number only. A complaint history review revealed similar events for the listed device over the previous 12 months. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should the product or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.